Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Bg was addressed via consumption of carbohydrates. Reportedly, the customer contacted the healthcare provider to update their settings.